Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer cardiac plug was implanted in a patient for a left atrial appendage (laa) closure using a 12f amplatzer amulet delivery sheath. During the procedure heparin administered with a activated clotting time (act) levels > 300. Post implant, sudden significant hemopericardium with hemodynamic instability was observed on fluoro requiring a immediate pericardiocentesis and surgical repair. The pericardial effusion lead to cardiac tamponade. During open chest surgery, the tear was sutured successfully. The physician alleged that cause of the tear leading to sudden significant hemopericardium with hemodynamic instability was due to perforation of laa and multiples attempts in implanted the device. Patient was transmitted to intensive care unit. Laa occluder removed. Laa was surgically closed with a non-abbott device. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.